Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Literature article: abstract po2-20-12: breast implant-associated squamous cell carcinoma reports patient had "bacteremia and seeding infection with subsequent removal if both implants." This record is for the left side. The device was explanted.

Manufacturer narrative:
Article citation: azad, farhan, et al. ¿abstract po2-20-12: breast implant-associated squamous cell carcinoma.¿ cancer research, vol. 84, no. 9_supplement, 2 may 2024, https://doi.org/10.1158/1538-7445.sabcs23-po2-20-12. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Literature article: abstract po2-20-12: breast implant-associated squamous cell carcinoma reports patient had "bacteremia and seeding infection with subsequent removal if both implants." This record is for the left side. The device was explanted.